Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s))') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure (batch no. 202409022-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's medical history included recurrent abortion, dysfunctional uterine bleeding, morbid obesity and d & c. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and kidney infection ("infection (bladder/ urinary tract/vaginal): type: kidney"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the fallopian tube perforation, kidney infection, dysmenorrhoea, fatigue, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, kidney infection, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.4 kg/sqm. Lot number reported 202409022 is not valid. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received : reporter, medical history added, events vaginal infection, bladder infection and urinary tract infection replaced by kidney infection, event weight gain deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("perforation (fallopian tube(s))") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no: 202409022-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's medical history included recurrent abortion and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight gain / loss specify which one") and weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the fallopian tube perforation, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, fatigue, weight decreased, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Lot number reported 202409022 is invalid. Most recent follow-up information incorporated above includes: on 7-may-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s))') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure (batch no. 202409022-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's medical history included recurrent abortion, dysfunctional uterine bleeding, morbid obesity and d & c. Previously administered products included for an unreported indication: contraceptive pills. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and kidney infection ("infection (bladder/ urinary tract/vaginal): type: kidney"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the fallopian tube perforation, kidney infection, dysmenorrhoea, fatigue, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, kidney infection, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.4 kg/sqm. Lot number reported 202409022 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s))') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure (batch no. 202409022-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's medical history included recurrent abortion, dysfunctional uterine bleeding, morbid obesity and d & c. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and kidney infection ("infection (bladder/ urinary tract/vaginal): type: kidney"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the fallopian tube perforation, kidney infection, dysmenorrhoea, fatigue, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, kidney infection, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.4 kg/sqm. Lot number reported 202409022 is not valid. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received : reporter, medical history added, events vaginal infection, bladder infection and urinary tract infection replaced by kidney infection, event weight gain deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), fallopian tube perforation ("perforation (fallopian tube(s)),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 202409022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's medical history included recurrent abortion, recurrent abortion and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight gain / loss specify which one") and weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the fallopian tube perforation, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, fatigue, weight decreased, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received : aka name added, reporter added, lot number added, patient demographic updated, essure insertion date updated, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), dysmenorrhea, perforation (fallopian tube), fatigue, weight gain, weight loss, abdominal pain lower, device monitoring procedure not performed. Medical history and lab data added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.